Event description:
I didn't have prescription glasses. I just wanted to not have to reach for the reader glasses off and on all day so I got monovision lasik surgery. I was never told of the horrible risks. I have another eye doctor trying everything he can to regain my normal sight. I was not a candidate for lasik and that 1st dr. Should have known that, but there is a big assembly line of lasik all day. I had dry eye disease, astigmatism and small cataracts. He did the lasik anyway and now my right eye is legally blind. My new doctor did cataract on it, but that didn't help. I have read since then that it is very difficult to do cataract surgery after you have had lasik due to the shape of your cornea. Sorry for all the typos, but I can't see numbers and letters very well.